Event description:
It was reported by hiremath et al in a publication entitled "is it safe to use recombinant human bone morphogenetic protein in posterior cervical fusion?" (Spine volume 34, number 9, pp 885-889, 2009), that a patient underwent a c4-t1 fusion using rhbmp-2/acs and vitoss. In the immediate post-operative period, the patient developed right neck swelling. Imaging did not reveal a hematoma in this patient, and the swelling did not impinge on vital neck structures. The swelling improved dramatically after a short course of steroids, with no long-term sequelae. Dose of rhbmp-2 was 1.6ml per level. Preoperative diagnosis was a prior failed acdf and severe neck pain.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.